Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6480 pump is not holding pressure. Ts; swapped tube sets and email pressure test but did not fix issue. This was discovered during a procedure.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to misuse of the device; however, due to the device not being returned, we are unable to confirm the reported event.